Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) showed a "network disconnect" error message, and they were unable to monitor patients. Initially the customer thought this was an issue with the kvm. However, after the hard disk drives were allowed to rebuild, the cns gave a "data cannot be read" error message. Nihon kohden technical support (tech support) suspected something was wrong with the hdds themselves. No patient harm was reported. Service requested / performed: evaluation / repair: on 11/03/2020, the hard drives (9000006111a) were replaced to resolve the issue. Investigation summary: a review of the device history found that the hard drives were not reported to have been replaced in the 5 years of the life of the device. Investigation of the reported issue found the root cause of the issue to be due to overdue maintenance. Hard drives are routine service components, which are expected to be replaced periodically or as indicated (preventative maintenance). This complaint does not suggest nk device deficiency/malfunction. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H4 device manufature date. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) showed a "network disconnect" error message, and they were unable to monitor patients. Initially the customer thought this was an issue with the kvm. However, after the hard disk drives were allowed to rebuild, the cns gave a "data cannot be read" error message. Nihon kohden technical support (tech support) suspected something was wrong with the hdds themselves. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) showed a network disconnect message, and they were unable to monitor patients on it. Initially the customer thought this was an issue with the kvm. However, after the hard disk drives rebuilt themselves, it was reporting the data cannot be read message which nihon kohden technical support (tech support) suspect that something is wrong with the hdds themselves. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) showed a network disconnect message, and they were unable to monitor patients on it. Initially the customer thought this was an issue with the kvm. However, after the hard disk drives rebuilt themselves, it was reporting the data cannot be read message which nihon kohden technical support (tech support) suspect that something is wrong with the hdds themselves. No patient harm was reported.